Event description:
We received a report that a patient experienced unexpected post-operative refraction after the implantation of an intraocular lens (iol). It was reported that the patient had anisometropia. The lens was explanted and a zcboo 19.0 diopter lens was implanted. Patient is reported to be doing well; one day post-op visual acuity was 20/25.

Manufacturer narrative:
Manufacturing records were reviewed ¿ the review of the documentation and testing presented in the manufacturing record indicated that the product met manufacturing release criteria. No deviation or non-conformance (ncr) related to the customer claim was generated. Visual - lens was received cut in half indicating that it had been handled and/or explanted. Diopter measurement was not performed to address the refraction error as the condition of the lens was not adequate for diopter measurement. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.